Manufacturer narrative:
Report required by FDA for eua. Eua #: (B)(4). Investigation not complete at time of initial report, follow-up report will be provided upon completion. Date of event is approximate. Relates to: 3014862188-2022-00360 (B)(6), 3014862188-2022-00361 (B)(6), 3014862188-2022-00363 (B)(6), 3014862188-2022-00364 (B)(6), 3014862188-2022-00365 (B)(6).

Event description:
User reported 6 false positive results. This report 3 of 6. Negative pcr follow-up tests.

Event description:
User reported 6 false positive results. This report 3 of 6. Negative pcr follow-up tests.

Manufacturer narrative:
Section b2 has been deselected after being inadvertently selected in initial report.